Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. After the physician crossed the septum with the trans-septal needle, there was difficulty crossing with the non-bsc trans-septal sheath. After the trans-septal sheath eventually crossed, a pericardial effusion was seen via transesophageal echocardiogram (tee). At this time, it was discussed to abort the procedure, but ultimately, it continued in hopes to complete the procedure after treating the effusion. The wire was placed in the left upper pulmonary vein and they exchanged the trans-septal sheath for the watchman access system (was). Pericardiocentesis was performed. Approximately, 1000cc of fluid was drawn from the pericardium for which 500 ccs was auto-transfused through the was and a unit of blood was administered. The bleeding from the pericardium stopped and the case was aborted. Patient was then taken to the ICU. The pericardial catheter was removed the following day. Patient is doing well and has been discharged home.